Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to fractured. Lead fractured confirmed via fluoro. High pacing lead impedance and loss of pacing were noted. The patient is in stable condition.